Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) every couple of days. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) device was implanted. The patient was doing well postoperatively. The explanted device was discarded by the facility.